Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with blank display on their insulin pump. It was reported that the customer's blood glucose level was 100.8mg/dl. It was reported that the pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was monitored for 24 hours, no blank display noted. The insulin pump was received with high idle current due to faulty lcd driver board. No unexpected low battery of no power alarms noted. No isolation tape damage noted on lcd board. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.